Event description:
It was reported that an ilet user experienced a pairing failure between the ilet and a dexcom g7 sensor following setup, with the user able to view sensor warmup and later achieve cgm connection, after which glucose was trending down from a reported high of 270 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no hospitalization, no emergency treatment, and no medical intervention beyond product troubleshooting and education. Investigation included technical troubleshooting and user guidance to reset the ilet and re-establish cgm pairing. Investigation of this case revealed that the device functioned after reconnection and that glucose values stabilized. It was concluded that the event involved an initial connectivity malfunction between the cgm and the ilet that resolved with standard troubleshooting, with no patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.